Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the barrel was fractured at the lever mount, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that at the user facility the blade mount lever of the device disassembled. No medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.